Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter alleged that the rewind would not stop. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a motor issue.

Manufacturer narrative:
Follow-up #1: date of submission 7/20/15. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2015 with the following findings: unable to duplicate the complaint. Black box shows no evidence of rewind issues, motor is operating normally and no rewind issues were observed. Unrelated to the complaint, the battery cap is damaged/stripped, but the investigation was completed with returned battery cap; battery compartment is cracked below pad. The display is dim/fading/reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.